Event description:
It was reported that a peritoneal dialysis (pd) patient passed away. The cause of death was not reported. It was not reported if the patient was hospitalized prior to death. It was unknown if the patient was performing peritoneal dialysis (pd) therapy at the time of death. It was not reported if an autopsy was performed. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). As the sample was not returned, a device analysis could not be completed. The cause of the reported event of death could not be determined. Should additional relevant information become available, a follow up report will be submitted.